Event description:
It was reported by the customer, that this event involved a female pt with a right internal jugular insertion site. The pt was diagnosed as a gi bleed. The percutaneous sheath introducer (psi) was inserted as a high-flow trauma line by emergency department. The pt was then subsequently transferred to another hospital's intensive care unit. At the time of admitting, it was noted that the hemostasis valve was uncapped. It is this facility's practice to always use an obturator cap and it was confirmed that an obturator cap was in place. Subsequently a decision was made that they required more access sites. An edwards triple-lumen central venous catheter was inserted through the hemostasis valve, which is a common practice at this facility. It was noted there was air in the side arm of the introducer. An attempted was made to aspirate, more air pulled into the side-arm.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.